Event description:
This spontaneous report was received on (B)(6) 2013, from a (B)(6) female consumer reporting for self from (B)(6). The consumer did not have any known medical history and the concomitant medications were not reported. On an unspecified date in (B)(6) 2013, the consumer used o.b tampons multi pack one, once, vaginally for monthly period (lot number 2922m7396, expiration date unspecified). After an unspecified duration, while removing the device, the string broke completely off and the entire tampon was stuck in her vagina. In less than six hours, she was able to remove the tampon off her vagina. On an unspecified date in (B)(6) 2013, she used the remaining two tampons of the same lot for two days in a row and had experienced the same events and in less than six hours, she was able to remove the tampons off her vagina. She stated that she had been using the o.b tampons and tampons in the past without experiencing any adverse events or malfunction. After an unspecified duration, she discontinued the device. The report was assessed as non-serious. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2013 from a (B)(6) female consumer reporting for self from (B)(6). The consumer did not have any known medical history and the concomitant medications were not reported. On an unspecified date in (B)(6) 2013, the consumer used o.b tampons multi pack one, once, vaginally for monthly period (lot number 2922m7396, expiration date unspecified). After an unspecified duration, while removing the device, the string broke completely off and the entire tampon was stuck in her vagina. In less than six hours, she was able to remove the tampon off her vagina. On an unspecified date in (B)(6) 2013, she used the remaining two tampons of the same lot for two days in a row and had experienced the same events and in less than six hours, she was able to remove the tampons off her vagina. She stated that she had been using the o.b tampons and tampons in the past without experiencing any adverse events or malfunction. After an unspecified duration, she discontinued the device. The report was assessed as non-serious. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states. Additional information was received on (B)(6) -2013. The consumer provided a lot number with the complaint which was related to the o.b. Multipack (2922m7396). However, on reviewing the complaint text it was not determined with which format the consumer had a problem with. The manufacturer received the sample on (B)(6) 2013. A review of the data associated with these complaints revealed no adverse trends but a trend was identified for this lot number :o.b. Multi-pack, lot#2922m7396, more specifically for o.b. Regular format that was part of the o.b. Multi-pack . A review of the history of changes performed on the product and process in the o.b. Department over the period of (B)(6) 2013 was performed. In this time period, the only significant change that was made to the string was a change of the supplier location. Manufacturing and packaging batch record review was performed. The review revealed that the process was executed as per established parameters and procedures. All in-process checks were performed with acceptable results. No incident in regards to process deviations or any atypical situation that may be associated to this type of complaint was observed. No anomalies were identified related to this complaint. During (B)(4). A multiple lot trend was identified that would require further action. Based on the investigation results, no adverse trend was identified for the associated complaint. However a lot trend was identified for the o.b. Regular format contained within the multipack. As the complaint was not specifying which format was impacted, complaint disposition was undetermined. This report remains non-serious. This report remains reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted (B)(6) 2013, for a device product that is considered same/similar to a us marketed device ( ob multipack ). This is an initial submission for the first product in this case. The manufacturer report number for this submission is 8022269-2013-00031. The manufacturer report number for the second product in this case is 8022269-2013-00032. The manufacturer report number for the third product in this case is 8022269-2013-00033. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
This foreign report is being submitted (B)(4) 2013, for a device product that is considered same/similar to a us marketed device (ob multipack). This is an initial submission for the first product in this case. The manufacturer report number for this submission is 8022269-2013-00031. The manufacturer report number for the second product in this case is 8022269-2013-00032. The manufacturer report number for the third product in this case is 8022269-2013-00033. This closes out this report unless other additional significant information is received.